Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('pelvic abscess'), pelvic pain ('pelvic pain/chronic'), menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included incontinence, diabetes and abdominal abscess. Concomitant products included fesoterodine fumarate (toviaz) since (B)(6) 2019 and ibuprofen since 2010. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), blister ("blisters on hands"), hypersensitivity ("hypersensitivity"), vaginal discharge ("vaginal discharge"), headache ("headaches"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), abdominal pain upper ("stomach pain"), alopecia ("hair loss"), tooth disorder ("dental problems"), visual impairment ("vision problems"), infection ("infection") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy bilateral, hysterectomy with bilateral salpingo-oopherectomy and endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic abscess, infection, migraine and uterine leiomyoma outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, blister, hypersensitivity, vaginal discharge, headache, fatigue, gastrointestinal disorder, nausea, abdominal pain upper, alopecia, tooth disorder, hormone level abnormal, visual impairment and weight increased had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, blister, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic abscess, pelvic pain, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia,general abnormal bleeding discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and medical records received: event pelvic abscess added. Reporters, patient race information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included incontinence, diabetes and abdominal abscess. Concomitant products included fesoterodine fumarate (toviaz) since (B)(6) 2019 and ibuprofen since 2010. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), blister ("rash/skin condition"), hypersensitivity ("hypersensitivity"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), infection ("infection"), migraine ("migraines / headaches") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, blister, hypersensitivity, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased and abdominal pain upper had resolved and the infection, migraine and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, blister, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia,general abnormal bleeding discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal), rashes or skin conditions type: blisters on hands, migraines / headaches, reproductive system disorder or condition type of disorder or condition: fibroids, stomach pain, did not undergo confirmation test. Event menorrhagia make serious incident. Event dermatitis allergic updated to blister. Concomitant drug, medical history, reporter information, aka name were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and infection ("infection") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full), on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, dermatitis allergic, hypersensitivity, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment and weight increased had resolved and the infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, nausea, pelvic pain, tooth disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia,general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events dysmenorrhea, dyspareunia, apareunia, abdominal pain, back pain, menorrhagia, general abnormal bleeding, allergy :rash/skin condition, hypersensitivity, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches, nausea, vision problems, weight gain, infection were added. Reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.